Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the helix can not be extended and retracted due to the distal conductor being distorted and fractured within the connector. The distal conductor was over-retracted. The helix was found distorted/bent and blood present in/on the helix mechanism. Full lead was returned and analyzed.

Event description:
It was reported that the lead was implanted and then dislodged later on the same day as implant. The lead was attempted to be readjusted the next day. Initially the screw performed normally, but after a few attempts the screw could not extend and retract. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.